Event description:
Pt on pca pump adminstering morphine/normal saline pain med. Pt had an "pneic" episode that required they be given narcan to recover pain med = 100 ml nb/100mg morphine sulfate 1 mg per 1 ml of fluid.